Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to the verify screen with dim/faded and discolored text. Unrelated to the display issue, it was observed that the battery compartment was cracked. The battery cap was able to tighten properly and there was no power loss. There was no evidence of moisture or corrosion within the battery compartment. In addition, it was observed that the bolus button cover was peeling while the button responded properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Patient reported that the display was difficult to read because the display was dim and faded. Patient denied that there was trauma or moisture exposure to the pump. Issue was not resolved by battery change or contrast reset. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.